Event description:
It was reported to tyco healthcare/kendall that a customer had a problem with the magellan safety needle. The customer reports "the nurse administered heparin with the needle and when the nurse went to withdraw the needle, it separated from the hub, and just needle part remained in the patient's abdomen. The needle was removed intact from the patient's abdomen".

Manufacturer narrative:
An investigation is underway. Upon completion of the investigation, the results will be forwarded. Add'l lot# 405851